Event description:
The facility representative reported an infuso.r. Pump with a condition of "having issues calibrating." This condition occurred during programming/setup. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "having issues calibrating" was not confirmed and not reproduced. The root cause was not confirmed and no repairs were performed due to estimate refusal by the customer. The device was returned unrepaired. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.